Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent partially deployed and entrapment on the guidewire occurred. The target lesion was located in the left superficial femoral artery (sfa). A 7x120x130 cm eluvia drug-eluting vascular stent system was selected for use. The lesion was predilated. Difficulty in placing the stent occurred. Eventually the entire shaft was pulled and the stent deployed. The delivery system became stuck with the 0.035 inch non-bsc guidewire. There were no patient complications reported.